Event description:
It was reported that the storz system light source used in this case was still on from a prior case, had been placed on the mayo stand, and while the team was present the light source fell from the mayo stand onto the drape. The physician assistant noticed this and immediately pulled the light source away from the drape, but not before noticing a small burn. The patient was unharmed, underwent the procedure, and ultimately was discharged in good condition. No negative impact in state of health reported.

Manufacturer narrative:
It is unknown if the affected device will be returned for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The reported issue cannot be verified because the light cable in question was not returned for a more detailed error analysis. One possible cause may have been a fault in the connection between the optics used and the light cable, which led to the light cable falling off/becoming detached. Furthermore, possible damage in the area of the connection may have caused the cable to become detached. No further action will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).